Manufacturer narrative:
Results: the report from the field was not confirmed. Pain or discomfort cannot be confirmed by product testing. The ipg was visually inspected and functionally tested. There were no anomalies noted and all functional testing passed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2015-00017. It was reported the patient is experiencing pain at both the ipg and lead sites. Additionally, the patient reported inadequate stimulation coverage. A previous diagnostic test revealed high impedance measurements for the lead. At that time, reprogramming was utilized to provide adequate therapy relief (reference MFR report # 1627487-2015-23507). Surgical intervention was undertaken on (B)(6) 2015 to explant the patient's ipg and lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2015-00017.